Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high and low for the past two weeks, and she felt that the insulin pump was not delivering insulin correctly. The blood glucose reading at the time of the call was 149 mg/dl. She reported high blood glucose symptoms of itchiness, nausea and headaches. She reported that the number of units is inconsistent when priming and that she had seen 8 units as well as 13 units. The basal rate and bolus wizard settings, bolus history, and daily totals were all correct. The insulin pump was not exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.